Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the insertion flexible tube (ift) buckled, the ccd driver pcb corroded, the electrical connector corroded, and the operation channel leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of angulation stack, the possibility of during procedure could not be denied. Moreover, based on the technical report hr-rpt-0587(angle) and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.